Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of lower part of screen has bubbles in the image when using the probe was unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The sr8 scanner and probe were received in good physical condition. The sr8 scanner and probe image looks normal when compared to other in house sr8's. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, lower part of screen has bubbles in the image when using the probe.